Event description:
It was reported that on (B)(6) 2022, during a procedure the symphony shaft stripped during final tightening and is no longer in working condition. Procedure was completed successfully without any surgical delay. No fragments were generated and no patient consequences. This report is for one (1) x15 driver final tightener. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.